Manufacturer narrative:
The pump was received with corroded battery tube. The pump was received with no traces of moisture at keypad traces, electronic assemblies or motor assemblies per visual inspection. The pump was received with corroded battery cap contact. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery was damp upon removing it from the battery compartment. The customer's blood glucose level at the time of incident was 163mg/dl. The customer is unsure what may have been exposed to the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.